Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not reported). Customer changed out cartridge, infusion set, and administered a manual insulin injection. Customer was hospitalized due to diabetic ketoacidosis. Customer was reported as doing better two days later but remained in the hospital. System check with tandem technical support indicated that there were no alarms and the pump was performing as intended. Contact reported that customer was having abdominal pains which may have been the cause of elevated bgs.